Manufacturer narrative:
A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported that the patient experienced peritonitis on (B)(6) 2018 and was hospitalized until (B)(6) 2018. According to the nurse, the organism was found to be staph epidermis and was caused due to breach in aseptic technique. The patient was treated with cefepime. The discharge summary for this event is not available.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical evaluation: there is a temporal relationship between continuous circulatory peritoneal dialysis therapy with the liberty select cycler, liberty cycler set and the patient¿s event of peritonitis. However, there is no documentation or evidence indicating a causal relationship between the fresenius liberty select cycler, and /or the liberty cycler set and the patient event of peritonitis, nor is there any allegation a fresenius device(s) malfunctioned or failed to perform as expected. The etiology for this patient¿s peritonitis was confirmed as staphylococcus epidermis, as it is the most frequent cause of nosocomial infections and it represents the most common sources on indwelling medical devices (2). As reported by the peritoneal dialysis nurse, the patient¿s peritonitis was due to a breach in aseptic technique. Should additional information become available, the need for clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis nurse reported that the patient experienced peritonitis on (B)(6) 2018 and was hospitalized until (B)(6) 2018. According to the nurse, the organism was found to be staph epidermis and was caused due to breach in aseptic technique. The patient was treated with cefepime. The discharge summary for this event is not available.